Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and indicated the cause was a malfunctioned ise bipolar driver board and clogged tubing. The fse replaced the faulty driver board and flushed the analyzer to resolve the issue. After the repair, the fse performed calibration and quality control, both of which yielded passing results. The fse verified the analyzer was back to normal operation. Section a2, a3, a4, and a5: information not provided by customer. Beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported obtaining erratic patient results on ion selective electrode, specifically on sodium, potassium and chloride due to low anion gap values, involving their dxc 700 au clinical chemistry analyzer. The erratic results were not released outside the laboratory. The sample was repeated on a different au analyzer with normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.